Manufacturer narrative:
According to the customer contact, "this product was being used on an fdl transfer. Upon inserting the tenodesis screw, the inserter became stuck and required use of a mallet to remove". Customer contact stated, "the inserter remained attached to the tenodesis screw and pulled out during efforts to detach the inserter. A larger size tenodesis screw then was needed to fill the resulting defect". It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer contact, "this product was being used on an fdl transfer. Upon inserting the tenodesis screw, the inserter became stuck and required use of a mallet to remove".